Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 254 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 134mg/dl date: (B)(6) 2020 time: 2:04am fasting; result 2 : 126mg/dl date: (B)(6) 2020 time: 2:26am fasting; result 3 : 122mg/dl date: (B)(6) 2020 time: 2:04am fasting; result 4 : 137mg/dl date: (B)(6) 2020 time: 2:23am fasting; result 5 : 126mg/dl date: (B)(6) 2020 time: 3:25am fasting.